Event description:
It is alleged that the powerchair suddenly shut off, and the sudden stop tossed the user from the powerchair resulting in an injury requiring hospitalization.

Event description:
It is alleged that the powerchair suddenly shut off, and the sudden stop tossed the user from the powerchair resulting in an injury requiring hospitalization.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
The joystick returned for evaluation is not compatibe with this alleged complaint. Repeated attempts to retrieve the correct component were unsuccessful. (B)(4): correct component not returned.